Event description:
Healthcare professional reported " left side deflation." Device remains implanted. Healthcare professional additionally reported "capsule, baker I" and "ripples due to physique;" this event is not related to the device. Device has been explanted.

Manufacturer narrative:
Corrected data: b.3.

Event description:
Healthcare professional additionally reported "capsule, baker I" and "ripples due to physique;" this event is not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported " left side deflation." Device remains implanted.